Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event estimated.

Event description:
Related manufacturer reference number: 3006705815-2023-05980 and 3006705815-2023-05981. It was reported that the patent was experiencing discomfort at both ipg site due to the patient being very thin. It was also reported that the patient's system diagnostics recorded high impedances on the lead. Surgical intervention took place where the ipg's, lead, and extensions were explanted and replaced to address the issue,